Event description:
It was reported that at the end of the procedure, when withdrawing the farawave pulse field ablation catheter, it was observed that one of the splines had detached from the tip of the array but remained attached to the catheter. During the procedure, there was no indication that the spline broke, and it was suspected that the spline broke while removing the catheter from the sheath from the groin. The procedure was completed successfully and without patient complications. The catheter was received for analysis and investigation is still in progress. It was further reported that the healthcare professional did not believe any device fragment was left in the body and there were no patient complications.

Event description:
It was reported that at the end of the procedure, when withdrawing the farawave pulse field ablation catheter, it was observed that one of the splines had detached from the tip of the array but remained attached to the catheter. During the procedure, there was no indication that the spline broke, and it was suspected that the spline broke while removing the catheter from the sheath from the groin. The procedure was completed successfully and without patient complications. The catheter was received for analysis.

Manufacturer narrative:
Device evaluated by MFR.:the referenced farawave catheter was returned for analysis. Visual inspection of the device noted that one of the splines was broken off from the tip of the spline cage. Microscopic inspection was performed after deploying the catheter to look for any potential abnormalities that could have contributed to the spline breaking off the cage. While manually holding the broken spline in place, microscopy confirmed that there was enough strut material, and only minimal welding damage was noted. A provided image was also reviewed, which showed the catheter cage with one spline completely detached from the cage. The image also showed the catheter deployed to basket after removal. It is likely that the damage occurred while removing the catheter from the sheath with the spline cage still deployed to basket or flower.